Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, after thorough evaluation, results indicated that this implantable cardioverter defibrillator (ICD) failed labeled longevity calculation. The device and battery behavior match that of trended units that reach elective replacement indicator (eri) or end of life (eol) prematurely due to a higher than expected cell impedance increase.